Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken cable; however, for clarification purposes, engineering observed a frayed cable. Based on this clarification, the customer reported complaint was confirmed. Instrument was found with frayed pitch cable at distal idler. There were no other damages found on the pulley or the clevis areas. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization of the prograsp forceps instrument in central processing a broken cable was noted. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome or injury.